Event description:
It was reported that, "during the tha, when the surgeon was screwing a screw by using the universal driver shaft, it broke. The fragment of the universal driver shaft was removed immediately."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.